Manufacturer narrative:
Evaluation: still under investigation at this time.

Event description:
The two release-wires had been attached at the wrong end of the stent graft. The black wire did release the distal end of the graft. When trying to advance the top-cap, the complete graft did move up as it was still attached to the top-cap by the white release-wire. The situation was resolved by placing a coda inside the tfb and pulling it down with the balloon (with the bare-stent still inside the top-cap.).